Manufacturer narrative:
.

Event description:
Pico device was changed on the same dressing but there was no seal. Tried opsite on the port but again no seal. It seems like there was a small hole in the dressing, so they added opsite on the dressing. Finally as seal was achieved, but in the end it caused maceration.